Event description:
A malfunction was reported with a malfunction code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a backup therapy, mdi, while a replacement pump with updated software was sent by technical support. The customer received storage and return instructions for the malfunctioning pump and understood the process.